Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated and the ptfe is still holding the two ends together. There are multiple kinks along the hypotube. There is a flat spot 7mm from the tip. Microscopic inspection revealed no additional damages. There is blood present inside the device.

Event description:
Reportable based on device analysis completed on 10mar2021. It was reported that the tip was kinked. The 85% stenosed target lesion area was located in a severely tortuous and severely calcified left anterior descending artery. A 145, 5-in-6 guidezilla catheter guide extension was selected for use in a percutaneous coronary intervention. During the procedure, the guidecatheter tip was damaged and kinked throughout use. The procedure was completed with another of the same device. No complications reported, and the patient was stable. However, device analysis revealed a separated collar.